Event description:
The reporter stated that during a spinal surgery procedure, the surgeon used the drill to prepare a 26mm length screw hole into the vertebra at level c2 using the 3.5mm tap. The surgeon then used the driver to implant the screw under fluoroscopy. The screw needed one or two more turns and as the screw was being advanced the screw snapped and broke. The screw shaft remained implanted and the connecting rod was passed over that vertebral body. The screw broke while it was being used as per recommended surgical technique. The surgery was completed using a spare device that was available.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.